Event description:
Healthcare professional reported "hair/fuzz on implant prior to opening the sealed container" and "this implant did not touch the patient". This is for the left side device. The device was never implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contamination. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Reason for reoperation: n/a; "hair/fuzz on implant prior to opening the sealed container". Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ foreign material on implant: observed a particle on the device assessed as workmanship. A further investigation is requested. No additional observations performed on the device. No further actions are required. Further investigation: based on the device analysis performed, it was observed a black particle inside the sealed packaged, it is out of specification per qa199.12, code pt, also, it is classified as workmanship and has relationship with the reported complaint. Therefore, the event is confirmed, however this case is not confirmed as a high impact complaint, because matrix qpp07-01-003-g17 rev 7.0 does not mention the event of foreign material on implant as a potential high impact, additionally there is not risk to the patient as it has a severity of 3. It is important to mention that this event was reviewed with the manufacturing personnel to increase awareness of the process and potential defects that may occur along with the quality controls and inspections in place. See manufacturing personnel review attached. In addition, no defects/problems/issues were found in the documents or in the personnel training review, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. Furthermore, a review of all foreign material on implant events for gel that have been manufactured in the last 2 years from november 2023 through october 2025 was performed and no additional complaints for this event are observed, therefore, it is concluded that this is an isolated event and no additional products/lots are currently involved. Also, a review of the current risk documents pfmea-bi pkg and lblg, smooth revision 3.0 was performed, and the event of foreign material on implant is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Nevertheless, the issue with foreign material on implant will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "hair/fuzz on implant prior to opening the sealed container" and "this implant did not touch the patient". This is for the left side device. The device was never implanted.